Manufacturer narrative:
Device available for evaluation, returned to manufacturer on 2/8/2018. Device evaluation: a portion of the gelatinous material was recovered by the physician and sent to johnson & johnson surgical vision (jjsv) for characterization in a polyethylene bag. Additionally, the used cartridge was returned to jjsv for evaluation. Three small patches of clear residue (< 1 mm in size) were found nearby attached to the inner wall of the returned polyethylene bag. The residue from the two larger pieces of residue was characterized for chemical composition using attenuated total reflectance ¿ fourier transform infrared spectroscopy (atr¿ftir). The infrared spectra obtained matched that of sodium hyaluronate (naha). Sodium hyaluronate is the active component in the ophthalmic viscosurgical device (ovd) used in the cataract procedure and is a component in the lubricious coating used in the 1mtec30 cartridge. The infrared spectrum cannot differentiate between these two potential sources. The returned cartridge was stained using an aqueous solution of toluidine blue dye. Toluidine blue dye is specific for naha (relative to the cartridge material and base coat). The stained cartridge was deeply blue in color with no evidence of missing coating or other defects. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a foreign glue-like substance detected on the center of the optic. The surgeon noticed the substance upon implantation of the lens. He used irrigation and aspiration to remove the substance and kept the lens implanted. There are no injuries and no plans to explant the lens. The issue was reported as it seems to be with the cartridge because the surgeon inspected the lens for any debris prior to implant and did not find anything. No additional information was provided to abbott medical optics.